Event description:
The 6fr fortress sheath was attempted to be removed but was found to have resistance. The sheath was noted to have broken while in the vessel. Device failed (e.g. Broke, couldn't get it to work or stopped working). Patient injury: no. Did device parts remain in the patient? No. Event occurred: inside patient.

Manufacturer narrative:
The complaint device will not be returned for an evaluation. Therefore, testing of the actual device in the reported case is not possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. Root cause is undeterminable.